Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).

Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision procedure was performed on (B)(6), 2013 due to dislocation. No further information has been received.